Event description:
It was initially reported that a vns patient began experiencing pain in the neck near the electrode area following "trigger point" injections administered in that area by her neurologist. The device was programmed off which resulted in a patient having an increase in seizures (return to baseline levels). Since there was an increase in seizures, it was decided to replace the entire device. During revision surgery, the physician noted that the lead may have been pricked by the needle when the injections were administered. When the surgeon went to remove the lead, he noted that it was broken; however, he does not know if he accidently cut it during surgery or not. Good faith attempts to obtain additional information have been unsuccessful to date. The explanted generator and lead have been returned to the manufacturer and are currently in product analysis.